Event description:
Device malfunction: failure to advance and loose stent/damaged stent. Time of malfunction: during stenting procedure. Symptoms/ae none. It was reported that the 3.0 x 18 mm promus stent delivery system (sds) did not cross and was noted to be damaged. Reportedly, the stent moved on the balloon. The sds was removed without incident and a 3.5 x 15 mm promus sds was used successfully. There were no reported adverse pt effects. No add'l info was provided. (B) (4)

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.